Event description:
Patient reported "radial folds, compatible with folds, inside the implants" and "sparse cysts, one with hyperpyretic content measuring up to 0.6 cm" confirmed via MRI. Later healthcare professional reported "baker iii-IV capsular contracture with severe pain". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture a review of the device history record has been completed. No deviations or non-conformances noted.